Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic esophageal hiatal hernia procedure, at the time of sealing of mesentery, there was an output with surgical smoke etc., but the sealing was weaker than usual. The jaw was cleaned every 15 minutes. The sealed tissue feels watery. No bleeding occurred. There was no regrasp alarm <(>&<)> end tone. There was no patient injury.